Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2015 during a routine device change out procedure. The patient was in stable condition post procedure.